Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Manufacturing evaluation reviewed, MDR reportability status updated. This does not meet the definition of a reportable event. Synthes is retracting medwatch report # 8030965-2013-02277. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported, during an open reduction internal fixation (orif) procedure on (B)(6) 2013, the device was not functioning as it had no power. This report is for a small battery drive. This is 1 of 1 device for this event reported on complaint (B)(4).